Event description:
It was reported that the asymptomatic patient presented in the emergency room for an unrelated event. A chest x-ray was performed and the atrial lead was observed to be dislodged due to possible ratchet syndrome. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.